Manufacturer narrative:
After further review of the complaint, it was determined sections b1, b2 and h1 were filled out incorrectly in the initial complaint. The customer stated that her blood glucose was 250 mg/dl at the time of the event.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having high blood glucose of 950mg/dl.customer treated with an injection. The customer indicated that they pressed the wrong button on the pump and that may have caused the high blood glucose. Troubleshooting advised customer on how to rewind and prime with a new infusion set. There was no further information provided by the customer or by troubleshooting.